Manufacturer narrative:
D4 - expiration date and UDI - correction. H4 - device manufacture date - correction. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage alarms was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 3 days (23jul2025 ¿ 25jul2025 per time stamp). From 23jul2025 at 20:19:10 ¿ 25jul2025 at 12:55:28 while connected to batteries, the power cable disconnect and low voltage alarms intermittently activated due to an invalid rsoc fault associated with the black power cable being outside the expected voltage range. The alarms were not associated with a power source exchange and cleared shortly after each time. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that they attempted cleaning the contacts, and swapping the clips, batteries, and the mobile power unit (mpu), but the alarms did not resolve. The controller was then exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was having low voltage alarms. Cleaning the gold plates, swapping battery clips, new batteries and a new mobile power unit were all attempted with no resolution. On (B)(6) 2025 the patient's system controller was exchanged. Log files were submitted for review and captured low power advisory and power cable disconnects on the black power cable all throughout the log. This was indicative that the black power cable may have a poor connection between the battery and battery clip.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.